Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, customer miscalculated carbohydrates and delivered too much insulin. Bg was addressed via carbohydrate consumption. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, the customer continued to use the pump for insulin delivery.